Event description:
It was reported that the pt experienced problems with impedances. During an impedance check the pt reported getting "???" Results. After rerunning the impedance check the pt still had "???" On electrodes 1 and 2, 2 and 7, and 3 and 5. It was also reported that the pt was only able to achieve stimulation when she would turn her neck. The pt was also losing stimulation coverage that resulted in an increase in stimulation from 20 to 70 to get better stim. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).